Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient said 'it's been screwing up lately' stating the ins battery drained quickly and 'over zaps' them. The patient stated the ins battery used to last 'usually 30 days.' The patient said the zapping started occurring in the last 6 months. The patient stated they when they were sleeping at night they were getting extra zaps. The patient said the zaps weren't constant, but every once in a while. The patient said their healthcare professional (hcp) said they would get the phone number for the manufacturer representatives (rep); an email was sent to the local reps. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the zapping/shocking and the ins battery draining quickly was that the ins needed adjusting and charging troubleshooting was done, as well as consideration of ins replacement. The rep said they adjusted the ins settings and replaced the antenna. The rep noted that the zapping/shocking and the ins battery draining quickly had been resolved. No further complications were reported/anticipated.